Manufacturer narrative:
The device was returned for analysis. The returned device analysis confirmed the reported leak and an unstable lock lever cap. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported irregular appearance observed as unstable cap could not be determined. The reported leak was due to the observed unstable cap. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system lock lever leak. It was reported that during preparation of the mitraclip delivery system, saline was leaking from the lock lever and the red protective case peeked out from under the orange rubber seal and cap. The device was not used, there was no patient involvement or a clinically significant delay in procedure. No additional information was provided regarding this device issue.